Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of power failed while trying to replace a broken fan was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was a defective power supply. The power supply was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump's power failed while trying to replace a broken fan. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.